Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that our largest customer had reported multiple instances where the ports on the dignishield product were feel off. Due to these issues, they had started discarding the product when reporting the problem. The customer had expressed frustration with the slow response time in sending replacement boxes, resulting in the product sitting with stool for extended periods.

Event description:
It was reported that our largest customer had reported multiple instances where the ports on the dignishield product were fell off. Due to these issues, they had started discarding the product when reporting the problem. The customer had expressed frustration with the slow response time in sending replacement boxes, resulting in the product sitting with stool for extended periods.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.